Event description:
It was reported that the lead showed low, out of range pacing lead impedance. Lead fracture was suspected. A taken x-ray image was not able to confirm the fracture. The lead was capped and replaced. There were no adverse patient issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.